Manufacturer narrative:
The following devices were also listed in this report: unknown ceramic femoral head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported right hip surgery 4 years ago. Patient is in pain and on pain meds of morphine & oxycodone. She stated she has other health issues dealing with her liver. Also stated that she contacted the surgeon who stated that stryker does not contact physicians, and are suppose to contact patients regarding recall. Needs surgery on left hip soon but hesitant due to health issued and recall matter. Patient stated that she doesn't know whether or not she is experiencing pain on her right hip as she is on morphine & oxycodone for her left hip.